Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. Based on the information received, the cause of the reported incident was due to improper patch placement.

Event description:
During an ablation procedure about 4-5 years ago, the patient received a burn at the location of the grounding pad site. It was noted that the grounding pad had not been applied correctly.